Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episode was observed due to oversensing on the atrial channel. Upon review, impedance issue and capture anomaly were also noted. Lead dislodgement is suspected but not yet confirmed. Patient was asymptomatic. Programming changes and lead reposition was recommended. The patient will continue to be monitored.